Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1. After the steerable guide catheter (sgc) was retracted from the left atrium, a right to left shunt was noted, as expected. There was no impact to the oxygen saturation. No treatment was required. The procedure ended. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that approximately one week after the mitraclip procedure, the follow-up echocardiogram showed that the right to left shunt had mostly resolved. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial septal defect (atrial perforation), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial septal defect (asd) was likely related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.